Event description:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. The device passed the external visual inspection. The photographic imaging inspection revealed kinked electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The device passed the electrical tests performed. The device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The date of the initial report is corrected to (B)(6) 2018. The recipient's device was reportedly explanted due to a technology upgrade.